Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that patient had artificial urinary sphincter (aus) implanted 6 years ago. Back in (B)(6) 2019, patient fell and broke his right hip. A foley catheter was placed prior to hip repair fracture; when catheter was removed, patient experienced urinary retention, however he stated having difficulties voiding weeks prior to fall. Patient underwent a cystoscopy and a urethral erosion adjacent to cuff was confirmed.